Event description:
Procedure: cosmetic. According to the reporter: pt presented with approximately 3cm area of erythema along right side incision. It is likely that a stitch abscess with surrounding cellulitis. Unsure if related to the product. Pt placed on keflex 500mg qid for 7 days. Surgery date: (B)(6) 2009.

Manufacturer narrative:
(B)(4).